Manufacturer narrative:
It was reported in a medical journal that 13 complications happened on different patients that received an unknown dynesys implant on an unknown date. According to the article,one of the patients was revised on an unknown date due to infection. Trend analysis: n/a no reference number provided. Compatibility of components: the compatibility check could not be performed as no product information was provided. A technical investigation was not possible to perform, as the devices were not at hand for investigation. Gamma sterilization specification certify the suitability of sterilization. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the possible causes for revision are covered in the dfmea ot the reported device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal that 13 complications happened on different patients that received an unknown dynesys implant on an unknown date. According to the article, one of the patients was revised on an unknown date due to infection. (Journal article: dynesys dynamic stabilization-related facet arthrodesis; li-yu fay, peng-yuan chang, jau-ching wu, wen-cheng huang, chun-hao wang, tzu-yun tsai, tsung-hsi tu, hsuan-kan chang, ching-lan wu and henrich cheng; in: neurosurgical focus volume 40 - january 2016)